Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event after dinner, likely related to the meal announcement. The user's bg dropped to 68 mg/dl and was corrected with three sugar tablets. The ilet alerted for low bg. Lowest blood glucose (bg) recorded was 68 mg/dl. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.